Event description:
The device was used during a v.a.t.s. It was reported by the affiliate that the closing trigger would not close. A new device was introduced to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D6; device returned with no lot# ID. Facility experienced and event with your endopath endoscopic linear cutter while performing a v.a.t.s.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #970653. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position; fired. Cartridge condition; fully fired. Cartridge return batch number; j00g92. Instrument number; 134. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Test cartridge batch #:j00n7c. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not close" during surgery. The instrument was returned in good physical condition. The instrument was closed, cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.